Event description:
Additional information was received that this device was explanted and replaced for battery depletion. No adverse patient effects were reported.

Event description:
Additional information was received that this device reached end of life (eol) with the continued observation of long charge times. It was also noted that this elective replacement indicator (eri) to end of life (eol) time frame was less than 90 days. The device was scheduled for replacement in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) early due to extended charge time behavior, which may be an indication of an out of specification condition. The device will be replaced in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although, the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance.